Manufacturer narrative:
A manufacturing deficiency was not identified. A definitive root cause was not determined; however, it is most likely that improper handling contributed to this event. As received, the ID tag was detached from the valve, which indicates interaction between the valve and customer before the particulates were noticed. The customer also stated that the particulates were not noticed until after the valve was rinsed and handed to the surgeon. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The fmea adequately addresses potential causes of failure and the associated hazards. The complaint trend was assessed and found to be in control. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation: the valve was evaluated prior to decontamination. Multiple fibers were observed on all three leaflets and black particulate was observed on two of the leaflets. There were no particles observed inside the jar. The valve was rinsed two time using saline solution as instructed per IFU. Fibers and particulates remained on the leaflets post clinical rinse and post decontamination. At closer examination, it was found that the particles were black in color and were attached to inflow aspect of leaflet 1 and 2. The fibers were blue and black in color and were observed on all three leaflets at the inflow aspect, and on leaflet 1 at the outflow aspect. The holder remained attached to the valve with all three green sutures intact. Suture holes were not observed on the sewing ring. The ID tag had been detached from the valve and was not returned. X-ray demonstrated wireform intact. No other inconsistencies were observed on the valve. Customer report of foreign material on the valve was confirmed. Engineering task will be opened for further evaluation, and sample will be submitted to chemistry for investigation. Based on the information received and results of device evaluation the cause remains indeterminable. A supplemental MDR will be submitted upon completion of evaluation.

Manufacturer narrative:
Device evaluation: the device was received by edwards for evaluation; however, evaluation has yet to begin. The device was returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A supplemental MDR will be submitted once the evaluation is complete. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm aortic pericardial valve was opened and found to have foreign material on the valve. The valve was not implanted and another unit the same size and model was instead implanted. Device is available for return. Through follow up with the healthcare provider edwards learned that the valve was rinsed and handed to the surgeon on the field. Surgeon could seen foreign material on a leaflet with his lenses. It was reported difficult to see with naked eye.

Manufacturer narrative:
Additional manufacturer narrative: chemistry was performed on three (3) samples which found the following: sample 1-particle from leaflet 1: due to low infrared energy and size of the particle, no significant ir finger prints were detected. Therefore, the microscopic particle was not identified. Sample 2-particle from leaflet 2: due to low infrared energy and size of the particle, no significant ir finger prints were detected. Therefore, the microscopic particle was not identified. Sample 3-fibers from leaflets: ir spectrum of the fiber-like material showed similar absorption characteristics when comparing to cellulose like material.